Event description:
Repeated attempts were made to deliver a 5 x 9 complex soft coil through a previously placed neuroform stent and were unsuccessful. During the process, the junction between the coil and pusher wire appeared to be stretched. The physician made the decision not to use the coil. The next coil selected was a 4 x 12 complex soft, approximately 9 cm of the coil was delivered in to the aneurysm and the remaining 3 cm would not go. The physician made several attempts to advance and remove the coil, both were unsuccessful. The physician detach the coil, leaving a portion of the coil in the anterior cerebral artery, which he jailed with a neuroform stent. The patient was not harmed during the procedure.

Manufacturer narrative:
Conclusion:this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the device was returned in one piece with the coil and pusher assembly attached. During decontamination of the coil-pusher assembly, the coil released from the pusher. The coil is complete with minor offsets consistent with use. There is a large piece of organic matter surrounding the proximal end of the coil, holding the proximal constraint ball away from the coil keeping the sr wire in tension. The pull wire is in place in the capture feature of the ddt and the pusher assembly is otherwise complete. There is still some coagulated blood inside the ddt. Conclusion: the coil was returned well formed and intact. The most likely cause of what the physician thought was a separation between the coil and pull wire was actually an exposed section of the sr wire. The sr wire can become exposed in anatomy during manipulation because by design, the proximal end of the coil is not attached to the constraint ball. This can appear under fluoroscopy as a detached coil but is not, as evidenced by the complete coil and pusher assembly returned. The coil was intact upon return and prior to decontamination was in a condition that is to be expected of a coil that has been manipulated in anatomy. The material at the proximal end of the coil is not likely associated with the complaint event but rather something that clung to the coil once it was removed and stored for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.